Event description:
Reportedly, on (B)(6) 2023 the device was explanted and replaced by a new one due of a suspicion of disfunction of the pacemaker that trigger noise in the both leads. During the reintervention, the leads were checked with the psa cables and no noise or artifacts were detected, so the physician decided to explant only the pacemaker and not the leads and to implant a new pacemaker.

Event description:
Reportedly on (B)(6) 2023, the device was explanted and replaced by a new one due of a suspicion of disfunction of the pacemaker that trigger noise in the both leads. During the reintervention, the leads were checked with the psa cables and no noise or artifacts were detected, so the physician decided to explant only the pacemaker and not the leads and to implant a new pacemaker.

Manufacturer narrative:
Following the result of a deeper analysis of this case reveal that the issue is the same as the complaint: 1000165971-2023-00010 (same device, same event date, same conclusion and same event). This case will be closed as a duplicate and a follow-up MDR will be provided through the complaint: 1000165971-2023-00010 . Summary investigation: almost all the episodes recorded in the device memory since on (B)(6) 2021 showed non-physiological signals (noise/artifacts) on both atrial and ventricular channels. The electrical characteristics of the returned device conformed to established specifications. Upon reception of the device, pacing pulses were generated appropriately by the device. The visual inspection did not reveal any abnormality, and the analysis confirms that the connection system of the subject pacemaker functioned as specified using a duplicate torque-limiting screwdriver. No abnormality has been found and the leads connection test was successful. The issue described in the complaint could not be reproduced. Based on the available information, the origin of these simultaneous non-physiological signals could not be determined, and a lead(s) issue could not be excluded with certainty. The morphology of the non-physiological signals could indicate a lead-to-lead abrasion. However, since the leads are still implanted the root cause could not be confirmed. According to the field, after the replacement of the device, no more issues are observed. However, since the leads are still implanted the root cause could not be confirmed. A careful monitoring of both lead (ventricular and atrial) leads integrity should be performed to ensure the adequate sensing and pacing functionality (please refer to the recommendations below, which are the same as those given in january 2023). This case is retained and utilized for trending purposes.

Event description:
Reportedly, on (B)(6) 2023 the device was explanted and replaced by a new one due of a suspicion of disfunction of the pacemaker that trigger noise in the both leads. During the reintervention, the leads were checked with the psa cables and no noise or artifacts were detected, so the physician decided to explant only the pacemaker and not the leads and to implant a new pacemaker.

Manufacturer narrative:
The mechanical and electrical tests were performed and did not reveal any abnormality. Deeper analysis is ongoing and a new follow-up will be performed as soon as the results are available.